Event description:
It was reported that after the surgery a sub-valvular leakage was noted, and during rehabilitation of the pt insufficiency was detected so the valve was explanted. No further info is available.